Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side implant is kind of stuck to the skin, on the far outside is concave, is flat, feels hard, firm, painful, and more uncomfortable everyday.

Event description:
Patient reported right side implant is kind of stuck to the skin, on the far outside is concave, is flat, feels hard, firm, painful, and more uncomfortable everyday. Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified striated opening on anterior and crease flat. Base on the device analysis the final assessment is: striated opening assessed as surgical damage. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6

Event description:
Device explanted.